Event description:
It was reported by the user site that during an atec pearl breast biopsy procedure on (B)(6) 2026, the "machine kept taking biopsies even after the radiologist took her foot off the foot pedal." It is further reported that the device had to be turned off to prevent more samples from being acquired. It is reported that the biomed at the user facility tested the device with a training needle and found that it would not finish the cycle of testing. Additionally, the user facility biomed reports that "I checked all the connections and then checked the airlines coming out of the machine to the foot pedal. I noticed that they were kinked and tightly wound to machine." It is reported that after correcting the lines, "the machine could cycle and was able to be stopped every time I lifted my foot off." It is reported that the patient complained of pain. Injury MDR is being submitted due to the report of additional tissue being removed from the patient.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.